Manufacturer narrative:
Lead: model unknown, serial# unknown, implanted: unknown, explanted: unknown.

Event description:
It was reported that impedances of 41 ohms were measured on electrode pair 0<(>&<)>3. The physician made the decision to close up during the surgery. The low impedances did not resolve, but the neurologist planned to program around them. The patient was doing fine.